Event description:
During use of the iab the user was unable to pump consistently on automatic or opertor mode. The intra-aortic balloon pump continued to experience helium loss alarms. After efforts to trouble shoot the problem, it was determined that there could be a hole in the balloon membrane. Therefore, the iab was removed and replaced. There were no patient complications.